Event description:
It has been reported to philips that the system shuts down during long procedures. When the system shuts off, the table floats. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the table hasn´t power on electro brakes due to an energy failure. Review of system log files didn¿t not contain power outage or a unexpected power off. Upon troubleshooting, the fse found that the ups inside the m cabinet failed. Fse advised the customer to purchase voltage monitor, warning light on electrical panel and implement protective covers to the emergency stops located at the entrance of the room. To resolve this issue, philips engineer replaced defective with new ups. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.